Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet temporarily lost dexcom g7 continuous glucose monitor (cgm) sensor readings while readings continued on the dexcom app, consistent with an intermittent communication failure involving the pump¿s wireless interface and associated antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components and an intermittent communication failure traced to the electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure.